Event description:
It was reported the patient experienced physical and mental pain. It was indicated that there was a device malfunction requiring additional surgeries. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).